Manufacturer narrative:
Received one photo from the customer where the tego's seal was observed to be torn and a leak around a plastic bag was also observed. No mating device was observed. Received two used. List #d1000, tego® connector for evaluation. As received, the silicone seal was observed to be collapsed (sample #1) and damage (sample #2). However, no damage on the tego¿s post. No mating device was returned for evaluation. The complaint can be confirmed. The probable cause of silicone sleeve stuck due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego® connector. The reporter stated that, "the following observed by dialysis staff: commencement of dialysis: hep lock removed and lines flushed with 0.9% nacl - line not specified. Connected to dialysis. High pressure noted on commencement of dialysis - stopped and dialysis lines disconnected. Damage to tego observed - silicone on rim above raised notch on side - silicone sheared from rim and access port pushed in. Tego changed and the procedure continued." The event occurred during use on patient. Someone became aware of the issue when tego observed by clinical staff during dialysis procedure. The medication being used with this product was 0.9%nacl. The product was not reprocessed or re-sterilized prior to use. The customer stated they now inspect the tego closely prior to accessing it and are keeping all the ones that need changing earlier than the usual weekly change. There was patient involvement and delay in therapy, but no adverse event.